Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient's trach flange was broken. The patient's saturation was 94% at the time of rn arrival to bedside and the lowest desaturation during the event was 88%. There was patient involvement with no harm.